Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for ise indirect na, ci for gen.2 (sodium, chloride) on a cobas 6000 c (501) module - c501. No erroneous results were reported outside of the laboratory. The first sample initially resulted with a sodium value of 85 mmol/l. The sample was re-centrifuged and repeated on either the same c501 analyzer or a different c501 analyzer, resulting with a sodium value of 140 mmol/l. This sample had an initial chloride result of 182 mmol/l. After re-centrifugation, the sample was repeated on either the same c501 analyzer or a different c501 analyzer, resulting with a chloride value of 101 mmol/l. On (B)(6) 2018, the second sample initially resulted with a sodium value of 95 mmol/l. The sample was re-centrifuged and repeated on a different c501 analyzer, resulting with a sodium value of 145 mmol/l. This sample had an initial chloride result of 190 mmol/l. After re-centrifugation, the sample was repeated on a different c501 analyzer, resulting with a chloride value of 105 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. An ise check was performed on the analyzer and this passed. The calibration associated with the event was within range. The customer stated that the analyzer is normally set to washing for ise tests to 30 cycles, but on the date of the event, the ise washing cycles were changed to 15 cycles. The investigation was unable to find a definitive root cause.